Event description:
A customer contacted beckman coulter inc (bci) regarding erroneously suppressed prostate specific antigen (psa) results generated by the unicel dxi 800 access immunoassay system for two pt samples. Customer tested a sample for psa and obtained a result of 1.44ng/ml which repeated at 8.18ng/ml. Sample obtained from another pt when tested gave a psa result of 2.57ng/ml and a repeat result of 13.04 ng/ml. The erroneous results were not reported outside the laboratory. There was no affect to pt or user as a result of this event.

Manufacturer narrative:
Samples were serum and were centrifuged at 1760 g for 2 minutes at 4 degrees celsius. Qc run following patient sample run recovered ~80% lower than results recovered from a different reagent pack. This customer has on site service at all times. System has been verified and no other assays are in question. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B) (4).